Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient was hospitalized for signs of hemolysis. The patient was treated with intravenous heparin. It was last reported that the patient continues to be hospitalized on the normal ward and is listed as "high urgent" for transplant. The pump (B)(4) was not returned for evaluation because it remains implanted; therefore testing could not be performed. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The event was confirmed via controller log file analysis which revealed an increase in power consumption above normal operating range and two high watt alarms. Waveforms of this nature are indicative of a thrombus event or change in patient state. The most probable root cause of the reported high power event may be attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to hemolysis. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Approximately four years and eight months after hvad implantation; patient was hospitalized with signs of hemolysis. Inr was noted to be in range and log file review did not indicate a significant rise in power. The patient was treated with IV heparin prophylactically while site performed further diagnostics to investigate cause. At last report, the patient continues to be hospitalized on the normal ward and is listed as "high urgent" for transplant. The therapeutic team did not report a causal relationship of the device to the reported event. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.